Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 25mg/ml at 13.239mg/day via an implantable pump. The indications for use were spinal pain and chronic low back pain. The healthcare provider was calling to troubleshoot a pump that had been stalled (B)(6) at 3:33 am. The patient's pumps logs show a motor stall with that time stamp then no recovery. The patient on (B)(6) 2021 ended up going to the hospital because he thought he had a "stomach virus" and the provider was now wondering if that was withdrawal. The patient came in for a normal refill today where they expected 14 ml and pulled out 20 ml. It was calculated that this would be the exact amount that the pump would not have infused with a pump that has been stalled since (B)(6) 2021. Motor stall considerations were discussed, and the managing physician came on the line and stated he will talk the options over and may call back for assistance with minimum rate and or the shutdown code. Additional information received the same day from the healthcare provider who requested the pump shutdown code which was provided. The pump was going to be replaced but they did not have it scheduled yet.